Event description:
It was reported that the connector on an ilet pump broke off during cartridge removal, and subsequent attempts to extract the connector with pliers resulted in additional damage, leaving the user unable to remove the connector or change supplies; the pump otherwise powered on. Symptoms included no reported adverse health effects. Outcomes included interruption of intended therapy and reliance on backup therapy. Investigation included product evaluation to be performed after return and review of user feedback and photos. Investigation of this case revealed mechanical damage to the pump¿s connector consistent with breakage during attempted removal. It was concluded that the device experienced a mechanical component failure of the connector that prevented cartridge exchange, with user handling contributing to the damage.

Manufacturer narrative:
The investigation confirmed that the pump connector broke during cartridge removal and became lodged in the drug chamber. The connector was removed, a new connector and cartridge were successfully installed, and the device powered on and functioned properly. Cosmetic housing damage was noted, and housing replacement is recommended. No patient injury occurred, and the damage was consistent with user handling. Complaint confirmed; no further escalation required.